Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient also reported to dexcom technical support at the time of the call that patient had been hospitalized and treated for uncontrollable vomiting on (B)(6) 2014 and discharged (B)(6) 2014. During patient's hospitalization, patient claims doctor prescribed medication. Patient did not report any other injury or additional medical intervention at the time of contact with dexcom technical support. During the call with dexcom technical support, patient relayed he was feeling better.